Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the right cylinder of this inflatable penile prosthesis (ipp) was determined to have been superficially punctured at the outer layer during implantation, leading to blood entering the cylinder and preventing complete inflation. One of the distal ends was not properly seated in the gland. Additionally, the left cylinder was buckled near the original corporotomy site. The ipp was explanted and replaced. There is no additional information reported.